Event description:
It was reported that the patient device was overdischarged. It was noted that ¿it had been about a year,¿ however it was also noted that the patient had had a prior over discharge ¿about 8 months¿ prior to the date of the report and had resumed therapy. It is unclear when the most recent overdischarge occurred. It was further noted that the patient suffered a heart attack and had to concentrate their efforts on their heart. The patient admitted to ¿letting their stimulator take a back seat.¿ it was also noted that the patient was experiencing a lot of pain at the time of the report. Additional information reported that the device had not been used for a year. It was noted that the patient was not compliant with charging the device. A physician mode reset (pmr) was reportedly tried and ¿could not be jump started after 20 minutes.¿ it was further noted that the patient was experiencing other health issues that were of more concern. The patient was reportedly not receiving therapy at the time of the report. It was noted that the device was in the replacement list and that the patient wanted the device replaced.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).